Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is significant to acknowledge that the patient was recommended by their physician to cease using the soclean device due to reported symptoms; however, they did not adhere to this guidance. Additionally, the patient did not adhere to the handwashing instructions outlined in the device's instructions for use (IFU). The clinical investigation does not definitively attribute the reported reaction to either the pap equipment or the soclean device based on available information. This report is submitted as part of our due diligence process.

Event description:
Customer reports oozing from sides of nose. Diagnosed with staph infection & impetigo. Dermatologist seen on two separate occasions. Received topical & oral antibiotics x2, topical steroid & culture of nose. In addition the customer was advised to discontinue use of the soclean device.